Event description:
The catheter tip got caught on a valve of 5f sheath by facility, and was torn off when it was about to be inserted in a vessel during procedure. The catheter has not been in the pt body at all, and there was no pt injury. Another catheter was used for the procedure.

Manufacturer narrative:
Although there was no pt impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.